Event description:
It was reported that the bed scale was inaccurate due to not being zeroed correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.